Event description:
It was reported the pt is not receiving effective stimulation and experiencing auto-reducing. A sjm representative met with the pt and the physician confirmed that the lead is fractured. The pt does not want the system revised at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.